Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 419388, implantable pacing lead, (B)(6) 2003; 1488t52, competitor implantable pacing lead, (B)(6) 2003; 305c27, tissue valve, (B)(6) 2004. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earl ier than expected by the customer. The early depletion was reportedly due to high right ventricular (rv) outputs. The device was explanted and replaced and the new device was programmed with a higher output setting to compensate for the existing high rv threshold. No patient complications have been reported as a result of this event.